Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the drawer 2 was unable to open. A field service engineer (fse) remoted in via remote smart service (rss). The station was rebooted as drawer 1.1 in the auxiliary wasnt detected, and after the reboot the drawers were detected. No further issues were found. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 failed to open. The user tried to reboot and recover the storage space, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.